Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod for an unknown amount of time. When removed from the infusion site (unknown), the pod's cannula was found bent. It was also reported that the site was irritated and experienced pain. It was also mentioned that attempted to go to ER, but couldn't go in because her daughter was with her, so she went to naval nurse clinic instead. As treatment, the patient checked ketones, drank water and keep injecting insulin for high bg, went off pod for a few hours and went back on it.